Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of a 10mm x 40mm powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter, the balloon was fully inflated using a 10ml syringe then ruptured. After the rupture occurred, the physician attempted to remove the device; however, resistance was met, and excess force was required to remove the device which caused one half of the balloon to detach while inside of the patient. A 9mm x 40mm powerflex p3 pta balloon catheter was then inserted and inflated using a 10ml syringe; however, after appearing to fully inflate, the balloon ruptured. The patient was then taken to a nearby hospital to assess treatment options. The remaining detached piece of balloon material had migrated into the patient¿s pulmonary artery. Given the patient¿s health status, it was decided not to seek further intervention. An unknown 7f catheter sheath introducer (csi) was used during this procedure. It was reported that the patient had an indwelling stent in the location of the angioplasty. The devices will be retuned for evaluation.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is: 9616099-2022-06109. Complaint conclusion: as reported, during the use of a 10mm x 40mm powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter, the balloon was fully inflated using a 10ml syringe then ruptured. After the rupture occurred, the physician attempted to remove the device; however, resistance was met, and excess force was required to remove the device which caused one half of the balloon to detach while inside of the patient. A 9mm x 40mm powerflex p3 pta balloon catheter was then inserted and inflated using a 10ml syringe; however, after appearing to fully inflate, the balloon ruptured. The patient was then taken to a nearby hospital to assess treatment options. The remaining detached piece of balloon material had migrated into the patient¿s pulmonary artery. Given the patient¿s health status, it was decided not to seek further intervention. An unknown 7f catheter sheath introducer (csi) was used during this procedure. It was reported that the patient had an indwelling stent in the location of the angioplasty. One non-sterile powerflex p3 f5 10x4 80 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, a ruptured/ separated condition on the balloon and inner body of the unit were observed by the naked eye. The separated distal portion of the balloon was not returned for evaluation. Per microscopic analysis, sem was performed to the received balloon to identify the possible root cause of the balloon rupture. Results showed that the powerflex p3 f5 10x4 80 balloon external surface presented evidence of a separated condition and a secondary scratch mark near the separation of the balloon on the external surface area, along with multiple identified punctures and damages. These damages are commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks and puncture marks on the surface probably led to the damaged condition found on the received device balloon. It can be inferred that the material¿s damage was originated with a sharp object from the outside surface zone of the device¿s balloon. No other anomalies were observed during the sem analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿balloon-burst and balloon- separated along with pta/ptca system withdrawal difficulty ¿ from vessel¿ were all confirmed during device analysis. However, the exact cause of the reported events cannot be determined. The device was returned ruptured and separated which was visible via the naked eye. Microscopic analysis revealed punctures, tears, and scratch marks on the external surface of the balloon material indicating the balloon ruptured and separated likely due to calcified spicules on the lesion. The device was then induced to a tensile force that exceeded its material yield strength prior to the separation as noted in the event as described that resistance was felt upon removal. The balloon material may have encountered calcification contributing to the ruptured balloon; therefore, making it difficult to withdraw the balloon after rupture and force was used to remove the device resulting in separation. It is likely a combination of vessel characteristics, procedural factors and handling of the device contributed to the events reported as evidence by the condition of the product received and the findings noted during analysis. Angioplasty procedures involve the introduction of a sheath, stiff guidewires, balloons, catheters, and stents. During angioplasty, these devices pose potential risks factors, including balloon rupture and separation. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Consider the use of systemic heparinization. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.